Manufacturer narrative:
No button error alarms noted on the pump. The pump was received with intermittent button response due to corroded keypad traces. No unexpected scrolling numbers or battery fail test alarm noted. All operating currents were within specification. Off no power alarm functioned properly. No frozen screen was noted. No damage found on the lcd isolation tape. The pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, scratched reservoir tube window, and stained end cap sticker.

Event description:
Customer reported receiving a button error alarm on the insulin pump when attempting a bolus. Customer also mentioned that the keypad was scrolling and the insulin pump also alarmed failed battery test. Customer replaced the batteries and the screen of the insulin pump was blank and the keypad was unresponsive. Customer's blood glucose readings at the time of the call were 145 mg/dl. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.